Event description:
It was reported that the points for the reduction forceps with points broad-ratchet are broken/dull and are not working correctly. The facility contact confirmed that there was no patient involvement due to the complaint issue being discovered outside of the operating room. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional evaluation was conducted. The report indicates that the points were dull and broken. The item is not repairable. The cause of the issue is unknown. A pd evaluation was conducted. The report indicates that the reduction forceps w/ point was received. Drawing 398.41, rev. G for the device(s) was reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. The returned device(s) are additional instruments used during numerous procedures to reduce fractures prior to fixation and proper use and maintenance are addressed in technique guides j3908-j, j10882-b, j12438-a, j12439-a. The returned device is multi use and is used for reducing fractures prior to fixating fractures with plates and screws. The complaint condition of broken/dull tips is unconfirmed and the design of the device did not contribute to the complaint. This complaint condition is possibly a result of method of use and not the device's design. Because of this, the complaint is determined not to be a design deficiency. The returned part(s) are determined to be suitable for their intended use when used and maintained as recommended. This complaint is unconfirmed, and the design of the device did not contribute to this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Service history review: lot 5124662/a70a46 no service history review can be performed as this is a lot controlled item. The service history evaluation is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.